Event description:
I was prescribed eye glasses to correct a small degree of myopia. Unlike drug prescriptions, no warning label was included with this prescription. I later found out that the eye glasses limit peripheral vision and are known to actually worsen the symptoms of myopia over time. I have stopped wearing my eye glasses and begun to limit activities which harm my vision such as computer usage and my vision has slowly begun to return to what it once was.